Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead insulation was broken at the lead terminal pin junction. Damage to the outer coil was noted. Exposed inner coil was clearly visible. The lead was also noted to occasionally not pace. Lead measurements were otherwise stable. The lead was capped and replaced on (B)(6) 2020. The patient was stable.